Event description:
The following was reported to boston scientific (bsc) on 10/26/2006: "when physician inspected the coil [device in question and measured it, it measured larger than the label stated. Used a second--which did not measure out correctly either, but he used it anyway and it worked fine [see MFR report #6000078-2006-00564]." Add'l info was rec'd on 11/08/2006: customer initially looked at the coil and commented that the diameter of the coil seems bigger than 2mm. Customer "extended the coil out of its protective sheath" and used a measuring ruler to measure the diameter of the coil. Customer stated that the diameter of the coil "was larger", but did not comment on the exact measurement measured. No pt complications were reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on 11/13/2006 for evaluation. An investigation on the device in question has been initiated. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available. A supplemental report will follow.